Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. If additional relevant information is received, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, an incomplete prime was reported and is a known cause of this alarm. The homechoice and homechoice pro apd systems patient at-home guide, which is shipped with every homechoice device provides step-by-step instructions for properly priming the disposable set and says to verify that the patient line is properly primed. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that the home patient (hp) had a system error 2367 on the homechoice (hc). This occurred during the initial drain, while the hp was connected. The hp noticed that the patient line was not primed all the way by seeing air bubbles. As a result, the hp disconnected from the hc and pressed stop. Technical service representative (tsr) advised the hp to start the therapy over using all new supplies. There was no report of adverse event associated with this report. No additional information is available at this time.